Manufacturer narrative:
(B)(4) 2011, a response from the manufacturer is pending. (B)(4) 2011, (B)(4) since the device was not returned, the production history and sterilization records were reviewed. (B)(4) the records showed the device was manufactured, sterilized and released according to applicable standard operating procedures.

Manufacturer narrative:
(B)(4), 2011.a response from the manufacturer is pending. Device was not returned.

Event description:
After almost 3 months of implantation, this pacemaker was explanted because of an infection. A new reply dr was implanted a few weeks later.

Event description:
After almost 3 months of implantation, this pacemaker was explanted because of an infection. A new reply dr was implanted a few weeks later.